Event description:
The customer called and reported the insulin pump screen turned black and then it began beeping with the wrong date, a full battery, and no insulin, though the reservoir was full. There was also an unexpected restart alarm. Customer's blood glucose was unknown. Upon beginning troubleshooting, customer disconnected the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.